Manufacturer narrative:
Device received, evaluation in progress

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that there was a defect noticed in the head of the screw. The screw was not used in the surgery.

Manufacturer narrative:
A single trilogy acetabular bone screw was returned for evaluation. The screw was conforming dimensionally as measured, except it was missing the hex feature of the screw head that is used to engage the screw-driving instrument. Review of the device history records found the DHR was in conformance with the zmbv requirements at the time of manufacturing, but also identified that a tooling change took place during machining of this lot of 400 screws. These devices are used for treatment. Complaint history review found no other complaints for this item/lot combination, and all inventory has been further distributed. Investigation by the manufacturing site identified that this is likely an isolated event, and that most probable root cause of the event was an operator not following procedures when executing the tool change during the machining operation. Awareness was provided to the operators to prevent further recurrence, and controls are in place to prevent and/or capture the condition under evaluation.